Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) count in platelet product for a triple platelet product collection. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore, no pt info is reasonably known at the time of the event. No medical intervention was necessary for this event. Donor unit # (B)(6). The disposable set was discarded by the customer, therefore, it is not available for return for eval. This report is being filed due to an alleged device malfunction.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the trima accel system operated as intended. The measured wbc count of the product does not qualify as a wbc failure per the current FDA guidelines of 12 x 10 to the power of 6 for a triple platelet product collection. Conclusion: no failure occurred.